Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned for analysis. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix retracted and tissue visible in it. Removed tissue and helix was able to extend. The bent helix could effect extension and retraction performance. (B)(4).

Event description:
It was reported that during the implant procedure the physician was unable to extend the right ventricular (rv) lead helix for placement. The lead was removed and replaced. No patient complications have been reported as a result of this event.